Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2024-00902. The date of that submission was (12-dec-2024). Device evaluation: one opened and unused device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed. It was found that there was a melted like anomaly on the circuit. With a hole that was observed along the anomaly. The probable cause of the damage is due to an extrusion error in during manufacturing.

Event description:
It was reported that a leak has occurred. There was no patient involvement, and no patient harm/adverse event reported.